Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 57 mm diameter abdominal aortic aneurysm. It was reported that the patient expired. The cause of death is unknown. It was noted that the patient had been hospitalized the month prior with acute exacerbation of copd. The investigator assessed the death as not procedure related. Device relation is unknown, was not provided by the investigator. No autopsy will be performed.